Event description:
While sewing up the pocket, the physician noticed that this lead had become dislodged. The pocket was reopened and the physician repositioned the lead; while repositioning the lead, the physician noted that the helix was stiff. One day post implanted, this lead was found to be dislodged again. The physician attempted to reposition the lead again; however the helix was stiff and difficult to move, so the physician requested a new lead. When the lead was removed from the body, the physician noted that there was tissue attached to the tip of the lead.